Event description:
It was reported that the patient had a problem with the pump. It was stated that the physician redirected the patient to contact the manufacturer. The drug used in the pump at the time of the event was unknown. Additional information has been requested.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).